Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the hospital electronics printer serial cable.

Manufacturer narrative:
One cardiomems hospital electronic system was received for evaluation. Visual inspection verified the printer serial cable had exposed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires on the printer serial cable was confirmed. The root cause was isolated to physical damage due to an undetermined event.